Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date is unknown. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date is unknown h6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was returned to the manufacturer zest for evaluation. The reported condition of a fractured abutment was confirmed. Visual inspection identified that the abutment has rough wear (visible striations or deep grooves) at the coronal surfaces; it appears that the clinician shaved one coronal edge on the abutment in order to remove the abutment, since the drive feature was rounded / damaged. The abutment broke at the post minor thread. There is no manufacturing defect noted. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was not completed since no zest lot number was provided by the customer. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report zimmer biomet (B)(4). 0001038806 - 2019 - 01679 has also been submitted. The reported device has been received for evaluation. Investigation has not begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the abutment fractured at the upper level.